Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification issues were observed, where the login screen continuously spins on station. A technical support specialist (tss) reviewed a reported issue involving biometric identification login delays after an application upgrade. The tss determined that multiple devices experienced delayed or failed biometric sign-in attempts due to authentication delays. Several stations were verified and confirmed to be functioning correctly. The tss communicated with the customer for confirmation, and the customer reported no further issues. Based on this verification, the case was closed successfully. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID functionality continuously failed and did not authenticate on multiple software upgraded stations. There were no delay or adverse events or injuries reported based on this event.